Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high out of range pacing lead impedance was observed. The decision was made to continue monitoring the lead. On (B)(6) 2018 the following day, it was noted that the patient will be scheduled for rv lead replacement. No further information was provided.